Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure occurred. The wearable was inserted on (B)(6) 2026. On (B)(6) 2026, the patient was sleeping when they suddenly woke up and experienced vomiting. The patient noted that the cgm sensor had failed, and when they took a fingerstick the blood glucose reading was ¿high¿. The patient drove himself to the hospital. When a fingerstick was taken in the hospital the blood glucose reading was still ¿high¿. The patient was diagnosed with diabetic ketoacidosis. The patient was treated with intravenous insulin and other unspecified medication. The patient was discharged after 5 days. When the patient was discharged the blood glucose reading was 160 mg/dl. At the time of the report the patient was stable. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.